Event description:
Related manufacturer report number:1627487-2024-07374. Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's scs lead was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. A patient experienced ineffective left side coverage due to one their leads having high impedance was reported to abbott. As a result, the lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3: event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 5205722.

Event description:
It was reported that the patient was experiencing ineffective left side coverage from their scs system due to one their scs leads having high impedance on every contact. Surgical intervention may take place at a later date to address the issue.